Manufacturer narrative:
Functional testing and test software were completed. Error cannot be reproduced. Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: loss of peep, disconnection on ventilator side, and auto-cycling during ventilation.